Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the customer was encountering an issue where the surgeon did not have control of the instrument tips of the instruments installed in universal surgical manipulator (usm) 2. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended to remove and reseat the instrument and sterile adapter. The customer had reseated the instrument, sterile adapter and tried multiple instruments with no change. The tse recommended to replace the drape. The staff was not able to replace the drape at that time. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the event was confirmed to have taken place during a radical with lymphadenectomy prostatectomy. The instrument tip was noted to curve upwards on its own even when the surgeon was not controlling the arm. The procedure was completed robotically. There was no injury to the patient.

Manufacturer narrative:
Based on the claims against the product, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse found no related error logs and confirmed non-intuitive motion. The fse recalibrated left surgeon control. The system was tested and verified as ready for use.